Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/27/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. The up-arrow and down-arrow were found to be misaligned. It was found that the buttons do not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons are intermittently responding.